Event description:
The first step tricell system was delivered to the customer in (B)(6) 2013 (2 years in use). Patient states that problems with it for a while. The mattress was fully inflated and the patient was sunk down in the middle. Seat section was fully deflated (wouldn't hold him up), head section - not as firm. One out of 3 cells was functioning correctly. Patient developed a pressure ulcer on his coccyx; wound vac is on it. The patient was moved to another, loaner mattress (low air loss).